Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the entire distal gold tip detached from the end of the catheter and fell into the patient. The distal gold tip was retrieved, and another same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component. Block h11: the returned trapezoid rx device was received and evaluated. Visual examination identified multiple kinks along the working length. In addition, visual and microscopic inspection confirmed that the gold distal tip was fully detached. Evidence of adhesive was observed on the catheter. The reported event is considered confirmed based on the condition of the returned device. The multiple kinks observed along the working length are consistent with excessive bending, torsion, or manipulation during use. Such deformation can compromise the structural integrity of the device. Given the presence of significant kinking, it is plausible that mechanical stress contributed to weakening of the distal assembly and subsequent detachment of the gold tip. However, a definitive sequence of failure cannot be conclusively established. Based on the available evidence, the working length deformation and distal tip detachment are most consistent with procedural handling factors. Therefore, the failure modes "working length kinked" and "distal tip detachment of device or device component" are classified as adverse event related to procedure. Regarding the reported impact code of "unexpected medical intervention," there is insufficient information available to establish a direct causal relationship between the device condition and the reported clinical outcome. Accordingly, this impact code is classified as cause not established. Based on the overall investigation findings, the most probable cause of the reported event is determined to be adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the entire distal gold tip detached from the end of the catheter and fell into the patient. The distal gold tip was retrieved, and another same device was used to complete the procedure. There were no patient complications as a result of this event.